Event description:
Additional information was received: it was reported that the accuracy issue had been resolved because they addressed the CT scan protocol that wasn't followed properly during the accuracy concerns.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that he is working with the customer to determine the issue. We think it might be their office computed tomography (CT) scanner but we are not sure yet.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735736, software version #: 1.2.0. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that there was an alleged 2-4mm inaccuracy in the maxillary sinus and nasal floor. The frontal sinuses were accurate. The trace pattern was noted to have looked good. There was no impact to patient outcome and the procedure was delayed by less than an hour.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found and no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software investigation was initiated for this event, and software logs and software archives were reviewed. There was insufficient information to determine the root cause of the event. However, it was suspected that there was patient or frame movement while navigating which is not possible to get from logs or archive. It was reported that the accuracy issue had been resolved because they addressed the CT scan protocol that wasn't followed properly during the accuracy concerns. If information is provided in the future, a supplemental report will be issued.